Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/08/2014: the device was returned to animas and evaluated by product analysis on 06/27/2014 with the following results: the keypad is fully intact. The ok, contrast, up and down keys are intermittently responsive to user presses. Removed the keypad cover; contamination was found under the contrast, ok, up and down key contacts. Unrelated to the complaint, observed a pinkish contrast on the display screen. Battery compartment is cracked below the bumper grip. The returned battery cap was able to attach to the pump and was used to complete all testing. Damage to the pump case was observed between upper right corner of the display lens and the case seal.